Manufacturer narrative:
As reported, the sorbafix enhanced fixation device did not fixate the mesh. The evaluation of the returned sample could not reproduce the reported event of failed to fixate. The device functioned as intended during functional and simulated use testing deploying the 10 remaining fasteners from the 15 count device without any issue. No manufacturing anomalies were found. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january 2024. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The IFU states, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic inguinal hernia repair procedure the surgeon tried to fixate the 3dmax light mesh using sorbafix enhanced fixation device on (B)(6) 2024. It was reported that the fixation device did not fixate the mesh at the area of cooper ligament. It was also reported that there were no broken fasteners, and the procedure was completed with successfully fixated fasteners. There was no patient injury.